Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports that the surgeon could not remove the stem during the revision surgery. This pc reports that osteolysis and osteoarthritis occurred after the primary surgery. It was reported that on (B)(6) 2008, the patient underwent the primary surgery with the enduron liner, the head, and the srom stem for the hip joint. The surgery was completed successfully without any surgical delay. After the surgery, osteolysis and osteoarthritis occurred due to polyethylene. Therefore, a revision surgery was performed on (B)(6) 2022. The liner, the head, and the stem were scheduled to be replaced. The implants will not be returned because the patient has (B)(6). No further information is available. Doi: (B)(6) 2008. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.